Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient had progressive hypotension and developed low flows and elevated pulsatility index (pi) in the early morning on (B)(6) 2022. The alarms resolved initially with fluid resuscitation followed by mediastinal exploration with evacuation of an old blood clot in the pericardial space. Echocardiogram revealed anterior pericardial fluid collection with right ventricular compression and a relatively empty left ventricle and the patient returned to the operating room. During surgery the patient was found to have an old clot over the mediastinum. The cause of the low flow alarms was identified to be right ventricular failure secondary to tamponade from fluid collection in the pericardium. The patient experienced hypotension and emesis at the time of the low flows. Rpm was increased back to its previous value. The patient continued to improve without recurrence of the hypotension or emesis since the re-exploration surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pericardial fluid collection, right ventricle failure, peripheral thromboembolism, and hypotension could not be conclusively determined through this evaluation. Additionally, the low flow alarms could not be confirmed through this evaluation as no log files were submitted for review; however, the account attributed the alarms to the patient¿s hypotension, peripheral thromboembolism, and pericardial fluid collection. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists pericardial fluid collection, right heart failure, and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.